Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was lint on the patient interface that was being used for the operative right eye (od). There was no patient harm and no medical intervention needed. Additional information was requested from customer to see if the foreign material was identified in the eye however, no response was received from the customer.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) for the patient interface was performed. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted